Event description:
It was reported that this right atrial (ra) lead exhibited occasional undersensing of atrial fibrillation (af) with an atrial pace delivered, which was observed on the stored electrograms. The presenting electrogram shows an atrial arrythmia in progress with atrial tachycardia burden of 94%. Technical services were consulted and recommended further review. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited occasional undersensing of atrial fibrillation (af) with an atrial pace delivered, which was observed on the stored electrograms. The presenting electrogram shows an atrial arrythmia in progress with atrial tachycardia burden of 94%. Technical services were consulted and recommended further review. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: this lead remains implanted and in service, and the patient will continue being monitored.